Event description:
Caller reported pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.